Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a missing reservoir tube o-ring and partially broken off reservoir tube lip. The reservoir tube lip was partially broken off and the test reservoir will not lock/click in place. The pump was unable to prime during the prime test due to a loose/protruded drive support disk. No compromised force sensor system alarm was noted. The motor passed the motor test, idle current, run current, self test, off no power, unexpected restart, displacement and rewind tests. Unable to perform excessive no delivery test due to the prime anomaly. Unable to perform the basic occlusion or occlusion tests due to a partially broken off reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error for the third time that week. The blood glucose reading was 342 mg/dl. The drive support cap appeared normal and recessed. The customer declined troubleshooting for high blood glucose and treated with the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The insulin pump was not returned for analysis but a continuation of therapy insulin pump was sent.